Event description:
It was reported the patient never had therapeutic effect and she had nothing but problems since it was implanted. The patient could not even get off her bed and she peed everywhere. It was noted the patient could not afford to go and get adjustments anymore and she could not afford to have it removed. Additional information received reported the patient was still having concerns regarding their device or therapy. It was noted that the device did not work.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00swf, implanted: (B)(6) 2012, product type: lead. (B)(4).